Event description:
Burn of back during jogging [thermal burn]. Used heatwrap while jogging [device misuse]. Case description: this is a spontaneous report from a contactable pharmacist received via pch. A female patient of an unspecified age and ethnicity received thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced a burn of the back during jogging. Treatment with an unspecified burn ointment/ointment was necessary. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event thermal burn associated with device misuse as described in this case considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event thermal burn associated with device misuse as described in this case considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn of back during jogging, pain [thermal burn]. Used heatwrap while jogging [intentional device misuse]. Wound healed without complications but with dyspigmentation [wound]. Burn blisters in the area of the right shoulder, with surrounding. Erythema,discrete superinfection [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist received via pch. A female patient of an unspecified age and ethnicity received thermacare heatwrap (thermacare (B)(4)), lot number was either l16821 or l81465 (according to pharmacy), from (B)(6) 2015 for shoulder pain and myogelosis. The patient's medical history included arterial hypertension, varicosis and status post thrombosis. Concomitant medications included phenprocoumon (marcumar) and ramipril. On (B)(6) 2015, the patient experienced a burn of the back during jogging. The patient confirmed that she used the product according to instructions. The time between administration of the product and burn symptoms was 2 hours. The patient at first thought that the increasing back pain she felt was due to a paradox effect of thermacare, but when they became worse, she took the product off and noticed the severe burns. She experienced pain, cosmetic defects and needed medical treatment due to the events. Thermacare was discontinued due to the event and the reaction disappeared after discontinuation. The reporting physician considered the event to be certainly related to thermacare. The event required treatment in the form of wound dressing on (B)(6). The wound healed without complications but with dyspigmentation. Fotosxxxx can be supplied upon request. Information from burn dca: the ae was a new event: new formation of blisters in the area of the right shoulder blade (approx. 4 x 2 cm) and a small focus of about 1.5 x 1.5 cm. The burns consisted of 2 burn blisters in the area of the right shoulder blade measuring 4 x 2 and 1.5 x 1.5 cm, grade 2 with surrounding erythema, later with discrete superinfection. During treatment of the event, patient developed discrete allergy to (B)(4) which was not known before. The events did not require surgery. The physician did not expect that the patient will have long-term sequelae like scar formation. The event required treatment in the form of disinfection with octenisept and wound dressings with branolind, later fucidene gauze. Action taken in response to the events for thermacare heatwrap was permanently withdrawn. Clinical outcome of the event allergy to (B)(4) was unknown. The outcome of the other events was recovered/resolved with sequel. Additional information has been requested and will be provided as it becomes available. Follow-up (22oct2015): new information received from a contactable pharmacist includes: updated suspect product. Follow-up (16dec2015): follow-up attempts completed. No further information expected. Case closed. Follow-up (21dec2015): new information from contactable consumer and treating physician included: new events (wound healed without complications but with dyspigmentation, 2 burn blisters in the area of the right shoulder with surrounding erythema, later with discrete superinfection, allergy to (B)(4)), medical history, concomitant medications, product data (start date, indication and action taken), and event detail and treatment. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events thermal burn, wound, and burn blister associated with device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, wound, and burn blister associated with device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist received via pch. A female patient of an unspecified age and ethnicity received (B)(6) heatwrap ((B)(6) fuer flexible anwendung) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced a burn of the back during jogging. Treatment with an unspecified burn ointment/ointment was necessary. Action taken in response to the events for (B)(6) heatwrap was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new information received from a contactable pharmacist includes: updated suspect product. Company clinical evaluation comment: based on the information provided, the event thermal burn associated with device misuse as described in this case considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event thermal burn associated with device misuse as described in this case considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Investigation summary for lot # l16821: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. No wrap defects were recorded for the batch. Consumer alleges burn from wrap "burn of back during jogging". Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Investigation summary for lot # l81465: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. No wrap defects were recorded for the batch. Consumer alleges burn from wrap "burn of back during jogging". Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Burn of back during jogging, pain [thermal burn]. Used heatwrap while jogging [intentional device misuse]. Wound healed without complications but with dyspigmentation [wound]. Burn blisters in the area of the right shoulder, with surrounding erythema,discrete superinfection [burns second degree]. Discrete superinfection [skin infection]. Case description: this is a spontaneous report from a contactable pharmacist received via pch. A female patient of an unspecified age and ethnicity received thermacare heatwrap ((B)(4)), lot number was either l16821 or l81465 (according to pharmacy), from (B)(6) 2015 for shoulder pain and myogelosis. The patient's medical history included arterial hypertension, varicosis and status post thrombosis. Concomitant medications included phenprocoumon (marcumar) and ramipril. On (B)(6) 2015, the patient experienced a burn of the back during jogging. The patient confirmed that she used the product according to instructions. The time between administration of the product and burn symptoms was 2 hours. The patient at first thought that the increasing back pain she felt was due to a paradox effect of thermacare, but when they became worse, she took the product off and noticed the severe burns. She experienced pain,cosmetic defects and needed medical treatment due to the events. Thermacare was discontinued due to the event and the reaction disappeared after discontinuation. The reporting physician considered the event to be certainly related to thermacare. The event required treatment in the form of wound dressing on (B)(6). The wound healed without complications but with dyspigmentation. Photos can be supplied upon request. Information from burn dca: the ae was a new event: new formation of blisters in the area of the right shoulder blade (approx. 4 x 2 cm) and a small focus of about 1.5 x 1.5 cm. The burns consisted of 2 burn blisters in the area of the right shoulder blade measuring 4 x 2 and 1.5 x 1.5 cm, grade 2 with surrounding erythema, later with discrete superinfection. During treatment of the event, patient developed discrete allergy to bandaid which was not known before. The events did not require surgery. The physician did not expect that the patient will have long-term sequelae like scar formation. The event required treatment in the form of disinfection with octenisept and wound dressings with branolind, later fucidene gauze. Action taken in response to the events for thermacare heatwrap was permanently withdrawn. Clinical outcome of the event allergy to bandaid was unknown. The outcome of the other events was recovered/resolved with sequel. Pfizer albany investigational report for lot # l16821 and lot # l81465: investigation summary for lot # l16821: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. No wrap defects were recorded for the batch. Consumer alleges burn from wrap "burn of back during jogging". Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Investigation summary for lot # l81465: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. No wrap defects were recorded for the batch. Consumer alleges burn from wrap "burn of back during jogging". Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (22oct2015): new information received from a contactable pharmacist includes: updated suspect product. Follow-up (16dec2015): follow-up attempts completed. No further information expected. Case closed. Follow-up (21dec2015): new information from contactable consumer and treating physician included: new events (wound healed without complications but with dyspigmentation, 2 burn blisters in the area of the right shoulder with surrounding erythema, later with discrete superinfection, allergy to bandaid), medical history, concomitant medications, product data (start date, indication and action taken), and event detail and treatment. Follow-up attempts completed. No further information expected. Follow-up (13jan2016): new information received from the quality complaint department including the investigation results. This follow-up also submit to correct prior reported information: discrete superinfection added as adverse event follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events thermal burn, wound, burn blister, and discrete superinfection associated with device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final up10-day (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, wound, burn blister and discrete superinfection associated with device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final up 10-day (B)(6) and 30-day FDA reportability. Evaluation summary investigation summary for lot # l16821: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. No wrap defects were recorded for the batch. Consumer alleges burn from wrap "burn of back during jogging". Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Investigation summary for lot # l81465: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. No wrap defects were recorded for the batch. Consumer alleges burn from wrap "burn of back during jogging". Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.